Manufacturer narrative:
Method: the internal memory and ECG were evaluated for this incident. Conclusion: subject was in a non-shockable rhythm (no shock was advised/no shock delivered). Device did not cause or contribute to outcome.

Event description:
Customer reported no ECG signal. Customer replaced pads and ECG was present. Subject was not resuscitated. (B) (4).